Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that his shirt was wet and the site was leaking. When tested his blood glucose levels was reported at 350mg/dl, so a correction bolus was administered. The resolution was that the patient changed out the site. Unknown patient's condition at this time.